Manufacturer narrative:
(B)(4) - the circumstances relating to the user slamming into something with their tdxsp-mcg power chair, damaging the frame and front riggings are unknown. A response has not yet been received from the dealership as to what happened, was it a malfunction with the chair causing erratic / unintended movement of the power chair. Dealer to call back to order the necessary parts to repair the product.

Event description:
Dealer stated that the user slammed his tdxsp-mcg power chair into something damaging the frame and front riggings.